Event description:
Caller reported a malfunction on the pump, with a specific malfunction code displayed. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information for performing a pump reset, and the caller planned to carry out the reset independently, intending to call back if the issue remained.